Event description:
Information was received from a consumer regarding a patient who received morphine in an implantable pump for spinal pain. The pump was refilled on (B)(6) 2016 and half of the medication was left in the pump; the pump was supposed to be empty and it was not. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). The physician reported that there was "not volume discrepancy."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.